Event description:
According to the reporter, during the gallbladder procedure (cholecystectomy), the device had cycle error/thick tissue warning. The tissue bundle was about 3-4mm when the issue occurred. The sealing process was done twice then the warning was given and sealing cannot be completed. There was no re-grasp alert, other alarm or an error occurred. There was an end tone heard and the unit delivered an energy as the device's power output was within normal values. The handle that failed was found to be an old handle used as a restril. The procedure was completed using a new handle, a spare device. Blood transfusion was not necessary as there was no bleeding occurred. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: forcetriad force triad energy platform (serial#:(B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.